Manufacturer narrative:
Additional information received reported that the endoleak was confirmed as resolved post the additional intervention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that CT on an unknown date showed a type iiib endoleak in the stent graft limb. An intervention procedure was carried out and a non-mdt (gore excluder) stent graft limb was implanted inside the limb. The type iiib endoleak was confirmed during the procedure and it was seen that the wire also passed the hole during the procedure. As per the physician, the cause of the event is suspected to be due to interference from the implantation of a bare stent. No additional clinical sequelae were reported and the patient is being monitored.